Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock due to lead dislodgement. Oversensing was noted. Lead was explanted. Patient was discharged home on life vest.